Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe tortuosity, mild calcification and mild angulation of the short aortic neck. It was reported that the contra lateral limb was bowing/curving around. It was reported two days after deployment of the ipsilateral limb stent graft was depressed due to the contra limb pushing over on the contra limb which was unsupported. The physician elected to place two iliac limbs, one limb on each side for reinforcement of the stent graft. The physician believes the severe tortuosity of the iliac limb resulted in the iliac limb bowing causing vessel occlusion. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention required. Eval results: (occlusion), (severe tortuosity of the iliac limb). Conclusion: (severe tortuosity of the iliac limb).